Event description:
Note: this report pertains to the first of two devices used during the same procedure. Manufacturer report # 3005099803-2015-01519 captures the second device. It was reported to boston scientific corporation that two interject sclerotherapy needles were used during an esophageal varicose vein injection procedure in the patient¿s esophagus on (B)(6) 2015. According to the complainant, during the procedure, the physician found that the catheter needle was blocked and could not inject the agent out of the needle. Consequently, he changed it with a second interject needle device; however the same issue occurred. The procedure was completed with a third interject schlerotherapy needle. No visible issue with the complaint device or its packaging prior to use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found the needle in extended position. Additionally, no issue with the outer sheath was noted. Functional evaluation using a syringe found that air and liquid could not be compressed through the device. Needle was cut from the sheath. Further evaluation revealed that the needle tip under magnification found the proximal end of the needle to be occluded with residue. A .009¿ diameter wire was passed through the needle, and a piece of white material occluding the needle was recovered. The evaluation concluded that the condition of the returned unit was consistent with the reported issue that the needle was occluded. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
Note: this report pertains to the first of two devices used during the same procedure. Manufacturer report # 3005099803-2015-01519 captures the second device. It was reported to boston scientific corporation that two interject sclerotherapy needles were used during an esophageal varicose vein injection procedure in the patient¿s esophagus on (B)(6) 2015. According to the complainant, during the procedure, the physician found that the catheter needle was blocked and could not inject the agent out of the needle. Consequently, he changed it with a second interject needle device; however, the same issue occurred. The procedure was completed with a third interject sclerotherapy needle. No visible issue with the complaint device or its packaging prior to use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.